Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but (B)(4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: cells not separating from plasma post centrifugation in pst sample was recentrifuged after standing on the lab bench for approximately 2 hours . Gel then migrated to separate cells from plasma.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: cells not separating from plasma post centrifugation in pst sample was recentrifuged after standing on the lab bench for approximately 2 hours . Gel then migrated to separate cells from plasma.